Event description:
"Peep high" alarm continuously alarming. Tried several attempts to clear and fix alarm to no success. Peak pressure alarm started to alarm even though peak pressures were less than 35 and alarm set to 50. New ventilator placed on patient.